Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving morphine (concentration 10 mg/ml, dose 2.301 mg/day) via an implantable pump for non-malignant pain. The patient stated that the pump had been flipping, the approximate time period that this occurred was unknown. The patient had no change in therapy nor was symptomatic. According to the patient, the managing physician had difficulty accessing the port at refills. On this report date, the patient had a pocket revision that converted to catheter revision. The surgeon was planning to anchor the pump along with the mesh pouch. During surgery, the pump segment within pocket was noticed to be severed. The surgeon attempted to splice new pump segment; however once the pump segment was connected to pump, the catheter was unable to be aspirated from catheter access port (cap) port. The surgery then converted to complete catheter replacement. It was noted that the issue was resolved and the patient status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.